Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. Additionally the customer reported once the replacement battery was installed the unit did not deliver clear audible prompts. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Upon receipt, the device underwent bench testing. Evaluation confirmed that the AED exhibited low audio volume, evaluation determined the the compnents withing the speaker had been displaced. The speaker condition was attributed to the device experiencing a drop or case impact.